Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings during testing. It was further reported that the ventilator's fio2 monitor showed that it was only delivering 15% o2 when set to 60%, and never achieved a green bar for o2 percentage. There was no patient involvement associated with the reported issue.